Event description:
In the last two days, when the patient tried to use the ptm she got a ¿call your doctor¿ icon; she did not recall the code number. The patient came into the clinic on the date of this report and the pump logs showed that a reset occurred on (B)(6) 2015 and the pump went into safe state. The reservoir volume showed 0.0 ml. It also showed that eri (elective replacement indicator) was less than one month; the eri at the previous visit on (B)(6) 2014 was 58 months. The pump was reprogrammed/updated; the eri changed to 81 months; the reservoir volume changed to 8.0 ml; and the patient¿s pump resumed normal therapy without further reported complications. The patient did not report any symptom change or hearing an alarm; it was noted that the patient was elderly. The device system was delivering compounded morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).